Manufacturer narrative:
The device associated with this report was not returned. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. CAPA-004795 determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-004795 will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the "feet" on bottom of the sz 7 ps rp articulating trials broke when being removed.